Event description:
Additional information was received that the rv lead was capped and replaced to resolve this event.

Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected but this was not confirmed. Provocative testing was performed and the lead noise and oversensing were reproduced. No intervention has been performed. The patient was stable.